Event description:
Plaintiff reports initial bilateral implantation 11/2/84. Plaintiff alleges" injuries as a result of implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone."